Event description:
It was reported that revision surgery was performed. This revision was necessary because, the surgeon did not follow the IFU (instructions for use). This device was implanted without cement, even though the label clearly states this is a cemented component and has only been approved for cemented use.